Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported fracture, material separation and migration as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, the patient underwent a port placement procedure via right internal jugular vein using the x port isp m.r.I. After some time, on (B)(6) 2026, x ray revealed that the catheter had fractured and migrated toward the left pulmonary artery. It was also reported that the catheter had embolized within the patient's vasculature. The catheter was subsequently removed on (B)(6) 2026. The current status of the patient was unknown.